Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (ums) was analyzed and found system logs confirmed 1162 error was found indicating ac magnetic cannula sensor fault on the 0x3 axis, confirming the fault occurred in the field. The usm was then onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the cannula printed circuit assembly (pca) was further inspected, and no faults could be identified. The complaint regarding 1162 error at startup was confirmed by failure analysis. While the definitive root cause could not be established as failure analysis did not reveal any visual inspection result with an obvious component failure, a possible cause may be attributed to electrical defect of the cannula pca in the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported errors at startup. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however the evaluation is not yet complete. The complaint was confirmed based on the field evaluation which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure and prior to ports placement, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that error 1162 occurred on universal surgical manipulator (usm) 3 while setting up for a case. The customer power cycled the system, but the error was not cleared. After, the customer called back to report that usm 3 was working normally at the time. The tse explained that the issue was likely due to intermittent sensor issue in the cannula mount on usm 3. The tse explained that the issue could return. The patient was not involved when the issue occurred.